Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a stroke during the trial. The patient was hospitalized and the lead is still currently implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.